Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators performed a rewind/load/prime sequence and exercised the pump for 24 hours with no alarms or warnings occurring. A flow accuracy test was performed with no delivery malfunction found. The daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction related to the complaint were recorded in black box or alarm history. The pump failed force sensor reading check. Pump was disassembled to test force sensor resistance at 5 lbs. Resistance measured at 5.61k ohms, which is within the acceptable specification range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the pump failed force sensor reading check. This report is made based on results of investigation completed on (B)(4) 2014.